Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.

Event description:
It was reported the customer observed air bubbles in the patient line. Reportedly, the customer used insulin in cartridges longer than the recommended usage date. The customer's blood glucose was 271-361 mg/dl. The customer primed the air successfully.